Manufacturer narrative:
(B)(6). The lot was manufactured november 3, 2016 - november 4, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two large volume infusors did not flow during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.